Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2026-04222 - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for an unknown number quantity. It was reported that the patient experienced hyperglycemia on (B)(6) 2026, due to multiple insulin occlusion events, with blood glucose rising to 356mg/dl and associated irritability. The patient reported that scar tissue prevents use of the abdomen and the patient replaced the infusion set. No further information available.